Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, paravaginal inflammation, dyspareunia, mixed incontinence, urinary frequency, urgency, cystocele and rectocele. A surgical removal of the vaginal suture mesh revision were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.